Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to one station. A technical support specialist dialed into the station and confirmed the station was communicating with data synchronization as expected. The customer later confirmed that the issue was no longer occurring, and the station was communicating as expected. The tss attached the knowledge article " medstation es training" for customer reference. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple patients were not crossing over to one station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, however patients were not in the proper unit and area. The user was able to find with the facility search and patients had been admitted properly to the unit at the end. However, there were no adverse events or injuries reported due to this event.